Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after successfully using the clip applier seven times the surgeon was trying to clip on some fatty tissue and the applier locked out. Then he pulled/squeezed the applier and it unlocked but didn't form normal clips. They weren't closed appropriately. Another like device was used to complete the procedure. There were no adverse consequences for the patient.